Event description:
Return device analysis revealed an unspecified balance guide wire frozen in the stent delivery system (sds).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guide wire was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for difficult to remove the guide wire from this lot. Based on the reviewed information, no product deficiency was identified. The additional balance guide wire referenced is being filed under a separate medwatch report.

Event description:
It was reported that using an unspecified artery access approach during a procedure of the unspecified vessel the 3.5 x 38 mm xience prime stent was deployed and the balloon was deflated but met resistance over the guide wire with the guide wire inner lumen; the two devices were removed from the anatomy as a system. A different guide wire was positioned and the procedure continued. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.